Manufacturer narrative:
The device was returned to olympus for inspection. The customer allegation was confirmed which was likely due to a damage on charged coupled device (ccd) unit, the image had white dots. Based on the results of the investigation and the information provided, it is likely due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a pixilated image. The issue occurred during reprocessing. There were no reports of patient harm.